Manufacturer narrative:
A supplemental MDR is being submitted for additional information from the engineering evaluation. The following sections of this report has been updated: update to b4, b7, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was not provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The esheath+, commander, s3ur IFU was reviewed as well as the preparation training manual and the procedural training manuals. Vascular access notes 'access characteristics that would preclude safe placement of the sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than the minimum recommended should be carefully assessed prior to the procedure' and 'valve size: 20-26mm, sheath 14f, minimum vessel diameter '5.5mm'. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty introducing sheath was unable to be confirmed as no device/imagery were provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'when the sheath was introduced, there was slight resistance at the arch of left subclavian artery.' Per the patient information provided, mild tortuosity was present in the access vessel. Per the training manual, 'push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification'. Tortuosity can subject the sheath to sub-optimal angles that lead to non-coaxial advancement of the sheath within the vessel, which can increase resistance and friction during sheath insertion. As such, available information suggests that patient factors (tortuosity) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by our japanese affiliates, during a trans-subclavian tavr procedure for a 23mm sapien 3 ur valve, esheath+ insertion difficulty and stenosed punctured site were observed. When the sheath was introduced, there was slight resistance at the arch of left subclavian artery. The delivery system was advanced without the resistance. After the valve was implanted and both delivery system and sheath were removed, the puncture site was sutured. Angiography revealed stenosis at the puncture site. A stent was implanted for repair and the procedure was closed. There was no report of device damage.